Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: a foreign body on the cathlon.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit along with three photographs. The photographs displayed similarities to that of the returned unit. Upon visual examination of the unit and photos an unknown material was observed on the catheter tubing. Microscopic inspection revealed the foreign matter to be a known material. Further ftir testing was performed where the defect was identified as a non-foreign matter that originated from the vent plug. The white-clear material observed near the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the equipment cleaning process. A device history record review showed no non-conformances associated with this issue during the production of these batches. H3 other text : see h.10

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had foreign matter on it. This was discovered during use. The following information was provided by the initial reporter: a foreign body on the cathlon.